Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed pacing inhibition due to myopotential oversensing. No changes or intervention was performed. There were no patient consequences.